Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including an ipg, on (B)(6) 2005. It was reported the pt is experiencing intermittent telemetry between her ipg and the charging system. After several attempts to charge, the charging system will allegedly turn itself off. A new charging system was sent to the pt. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. No further pt complications were reported.